Event description:
Abbott stimulator system defect causing paralysis in the legs, back, trunk area and sphincter muscle. Abbott lead: model 3228; serial/lot # (B)(6), loc (location) t8 (thoracic spine) with abbott proclaim system: model: 3660; serial/lot# (B)(6) urgent medical device correction, proclaim xr scs (spinal cord stimulator) system and proclaim elite scs system (model numbers 3660, 3662). UDI: (B)(4). Overview: an abbott proclaim neurostimulator was installed and resulted in partial and ultimately permanent paralysis. After taking the system out, the nerves are responding. All chart and surgical notes are accessible and available. Did the abbott scs cause paralysis: yes, diagnostics and surgeons notes confirm this. The paddle leads from the abbott scs caused extreme scar tissue with spinal cord compression resulting in paralysis. Is there medical literature related to the scs leads causing paralysis: yes, there is literature related to manufacturer history for improvement of the reaction of the leads to patients and fibrosis problems associated with these products. This product defect is well documented. Internet search has provided medical reports of patients like myself where paralysis was found in a years' time, and after the leads were removed, the patient recovered from the paralysis. Is the prognosis for 100% recovery? No, progress will take years. I will not be able to do the activities I have been able to do in the past. My physical and mental health will not be the same. I went through three operations related to the abbott scs to have the stimulator installed. In 2023 my life was upended with all the problems associated with the paralysis and ultimate operations. My wife and daughter's mental stress has been immense. I cannot emphasize enough what I have gone through and continue to go through physically and mentally along with what my family continues to endure. Timeline: (B)(6) 2021 ¿ abbott scs installed for left knee pain from knee replacement in 2015. In (B)(6) 2023 ¿ right leg partial paralysis problems started. In (B)(6) 2023 ¿ total right leg paralysis, numerous diagnostics completed for evaluation with hospital stay. No prognosis at that time for treatment. Numerous prednisone treatments were done working with neurology as to a diagnosis. Determination was that it was not neurological. In (B)(6) 2023 ¿ dr. (B)(6) ordered surgery for l3/l4 (lumbar spine) fusion. Numerous prednisone treatments were done to get me to the surgery date in september. On (B)(6) 2023 ¿ after continued partial paralysis, I was totally paralyzed and admitted to (B)(6) hospital in (B)(6). On (B)(6) 2023 ¿ l3/4 xlif spinal fusion completed. On (B)(6) 2023 ¿ admission to (B)(6) inpatient rehabilitation for lumbosacral spondylosis. On (B)(6) 2023 ¿ CT thoracic myelogram; "moderate to severe multilevel disc degeneration, most pronounced at t8-t9. Mass effect from the thoracic spinal stimulator leads located in the dorsal epidural space at t8-t9 levels contributes to moderate to severe spinal canal stenosis with associated effect on the thoracic spinal cord. On (B)(6) 2023 - dr. (B)(6) surgical note: the epidural scar was several millimeters thick and causing spinal cord compression in and of itself". On (B)(6) 2023 (B)(6); post-op t8-9 laminectomy with removal of abbott scs. A lot of scar tissue was removed intraoperatively that was causing compression on the cord." On (B)(6) 2023 ¿ admission to (B)(6) in patient rehabilitation. "Plan of care for spinal cord dysfunction". Principal problem thoracic myelopathy. Current ¿ extensive rehabilitation. Note from your admission on (B)(6) 2023, op note by physician (B)(6), at "10ll/2023", 8:09am. Patient name: (B)(6), dob: (B)(6) 1956, mrn: (B)(4). Procedures: t8 and t9 decompressive laminectomy. The epidural space was filled with excessive scar formation. Normal dura was identified proximally and distally to where the electrode was located. The epidural scar was several millimeters thick and causing spinal cord compression in and of itself. Using micro-instruments, the scar was carefully separated from the underlying dura and ultimately was able to be removed decompressing the spinal cord. Once the scar was removed, the spinal cord maintained a more physiologic, uncompressed position in the canal. Findings: excessive scar formation at the site of the spinal cord stimulator paddle electrode creating stenosis and spinal cord compression subsequently decompressed as above without complication. The spinal cord stimulator system was completely removed. Reference report: mw5148822.